Event description:
Suture was being used to suture episiotomy on pt 7/12/94. Needle broke and eye of needle was broken off. Part of needle remained in tissue and pt needed to be transferred to obstetrician for removal of needle.